Manufacturer narrative:
The insulin pump was received with a protruded/loosed drive support disk. The device was unable to prime during the prime test due to the protruded/loose drive support disk. No compromised force sensor system alarm was noted. Device had a scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system. She also reported the insulin pump having a crack. She stated that the insulin pump could have been possibly bumped or dropped but, the drive support cap appeared normal. Customer's blood glucose value was 280 mg/dl which they treated with manual injection. It was advised to have the customer discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.